Event description:
Upon attempted IV insertion, white safety button did not work properly to retract needle into device.====================== manufacturer response for shielded IV catheter, insyte autoguard (per site reporter)======================message left, but no response received as of yet.